Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that review of the remote home monitoring data found high out of range right atrial (ra) impedance measurements of greater than 3000 ohms. Boston scientific technical services (ts) was consulted and also noted several high out of range right ventricular (rv) impedance measurements of greater than 3000 ohms. Further review of the electrograms (egms) found oversensing of noise on both the rv and ra channels. The patient had an underlying rhythm. Ts noted that the cardiac resynchronization therapy defibrillator (crt-d) was oversensing the minute ventilation signal and suggested programming off the rate response trend. The field representative stated that he believes the clinic has contacted the patient to come in for further follow-up, but has not been made aware of when this will occur. The crt-d and another manufacturer's ra and rv leads remain in service and no adverse patient effects were reported.